Event description:
It was reported that the screw mechanism was not working properly on the lead. The doctor exercised the lead before implanting, and the lead was never implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) a bent tip electrode was observed; damaged at implant. The full lead was returned and analyzed.